Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a clinical research team stating that the subject experienced mild degree ulcer formation in right eye and was treated with moxifloxacin eye drops for every hour. The subject had discontinued the use of contact lenses permanently. The current status of consumer eyes is resolved at the time of reporting; no additional information was provided at this time.